Event description:
The customer reported that while monitoring patients on a exhibit central station (xcs), the central station had become frozen. There was no patient or user harm associated with this event.

Manufacturer narrative:
The customer reported they resolved the frozen exhibit central station (xcs) by performing a hard reboot. Following the reboot it, the device did not properly launch due to a backend configuration change that had been made. The configuration was corrected and the customer confirmed that the device was now functional. While rebooting the xcs resolved the reported issue, the cause of the reported issue could not be determined.